Manufacturer narrative:
One medfusion syringe infusion pump was returned for investigation. Visual inspection of the returned device revealed the device to be in poor condition; the device handle was broken and the battery door was cracked. Further inspection found that the leadscrew and carriage nut of the device was within manufacturing specification. A review of the device event history log found that a check clutch error had occurred. During functional flow testing, the check clutch error was able to be duplicated. Investigation determined that the root cause of the check clutch error was due to normal wear of the position potentiometer. The position potentiometer was replaced. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.

Manufacturer narrative:
The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that a medfusion® 3500 syringe pump had a clutch error. No patient injury was reported.